Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no vibration. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no vibration. The root cause was determined to be a defective vibrate motor.